Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2016. The fse replaced the diluent pump. Checked level sense and cleaned the sample nozzle. During run tubing caught on cup transfer unit causing rotor jam. The fse cleaned rotor and rerouted tubing. Diluent flow error still occured. The fse placed fresh made diluent on instrument and primed. Customer able to run qc (quality control) and 30 samples with out error. No further action required by tbi field service. The most probable cause of the reported event was the diluent system, the pump failed. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported diluent not running with their aia 600ii analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.